Event description:
On (B)(6) 2013, the patient's son reported that his father's infusion device had displayed e4 (occlusion error) and his blood glucose level had been elevated as high as 500 mg/dl. His normal range is 115-180 mg/dl. The patient discontinued use of the device and 5 hours later he was taken to the hospital because he was having a stroke. The patient received an insulin injection while at the hospital to treat the elevated blood glucose levels. The patient received new basal rates and his blood glucose level began returning to normal. The patient stated that the stroke was related to high blood pressure and diabetes. The infusion set was discarded. The infusion device was not requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product was returned.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed.